Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the wake button was not responding to touch without pressing multiple times with force. There was no adverse impact to the customer¿s blood glucose level. Customer reverted to an alternate method of insulin therapy.